Event description:
Pt revised to address loose tibial tray.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
This is a clinical patient, part/lot information was received. Doi: (B)(6) 2006. The device and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. The investigation could not verify or draw any conclusions about the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional information: brand name, common device name/device product code, manufacturer name/address, catalog #/lot #, implant date, 510k, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.